Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high pacing threshold. Additional information received indicating that the cause of high threshold was due to patient condition. This lv lead was explanted and replaced. No additional adverse patient effects were reported.